Event description:
Dealer advised enduser stated was giving a treatment and unit stopped and now will not power on. Dealer advised does not look like it has been dropped and no damage to case or cord.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.